Manufacturer narrative:
Concomitant medical products: product ID 37603 lot# serial# (B)(4). Implanted: (B)(6) 2014 explanted: product type implantable neurostimu lator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are experiencing some tremor as of about (B)(6) and need help changing settings. Upon interrogation using the patient programmer (pp) it was found that the left implantable neurostimulator (ins) was on, and the right ins was off. Assistance was given resulting in the patient successfully turning the ins back on and changing pp from icon mode to text mode. It was stated that the patient was also experiencing tingling in their fingers on date notified, noting that they feel this sensation when turning therapy on, but it went away during the call. The patient had seen their healthcare provider (hcp) two weeks prior to date notified and they adjusted one ins and not the other. Follow up with the hcp is to be conducted. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.